Event description:
It was reported that the pump software did not suspend insulin delivery. Customer's blood glucose was 40 mg/dl. Multiple attempts were made by tandem technical support, however, no response was received; therefore the alleged root cause could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.